Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call no delivery alarm, high blood glucose levels and hospitalization. Customer's blood glucose level was over 500 mg/dl. Troubleshooting for no delivery alarm was performed. Customer advised the device is alarming during a bolus attempt. Customer advised a complete set change resolved the issue. Customer declined to return the infusion set and reservoir for analysis. Troubleshooting for high blood glucose was performed. Customer experienced diabetic ketoacidosis and vomiting. Customer was wearing the insulin pump at the time of hospitalization and was later placed on insulin drip.